Manufacturer narrative:
Serial number not available at this time. Device manufacture date not available at time of this report. Per the reported event, the malfunction was caused by frame movement during cleaning/repositioning since 3 of the 4 screws were found to be placed accurately and there was no systemic inaccuracy observed.

Event description:
A medtronic representative reported an inaccuracy during a l5-s1 plif using percutaneous pin reference frame. Decompression was done before navigation. Once screw was realized to be improperly placed after a/p and lateral images were taken with the o-arm. Navigation reported screw was placed properly. C-arm was brought in to revise screw placement and complete the case. The reference frame was cleaned 4-5 times throughout the case and the perc pin was removed and replaced on several of the scans. There was no impact on the patient outcome.